Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken tls stylet was confirmed, but the exact mechanism of damage was unknown. One 5fr d/l powerpicc solo was returned for investigation. The d/l tubing extended 41.3cm from the distal end of the molded bifurcation. The catheter had been trimmed at the 40cm depth mark. The proximal segment of the tls stylet was received separate from the catheter. The distal 8cm of the proximal stylet segment was coiled. The entire distal stylet segment was found within the catheter in the area between the 10 and 25 cm depth marks. The stylet was intact, but was doubled over itself at the 25cm depth mark, which was approximately 2cm from the distal tip of the stylet. In addition to finding the stylet in the catheter, a 50cm guidewire was found in the other lumen of the 5 fr d/l powerpicc. It may have been used to release the stylet from the catheter, but it is unknown why a 50cm guidewire was located in the catheter as this was an off-label use of the guidewire. What caused the stylet to become stuck in the catheter was unknown, but it appeared that the catheter was damaged during use. The stylet may have become lodged in the catheter during manipulation of the stylet. The IFU cautions, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿ a lot history review (lhr) of rebv1554 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported that PICC nurse inserted PICC successfully and when she began to retract the guidewire she felt a lot of tension and the guidewire snapped and came out kinked. No part of the PICC or guidewire was left inside of the patient. The patient was not hurt. The PICC nurse opened another kit and a new device was placed successfully.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rebv1554 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported that PICC nurse inserted PICC successfully and when she began to retract the guidewire she felt a lot of tension and the guidewire snapped and came out kinked. No part of the PICC or guidewire was left inside of the patient. The patient was not hurt. The PICC nurse opened another kit and a new device was placed successfully.